Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: unknown head, unknown liner. This report is number 8 of 8 MDR's filed for the same patient (reference 0001822565-2017-00843, 0001822565-2017-00845, 0001822565-2017-00846, 0001822565-2017-00847, 0001822565-2017-00848, 0001822565-2017-00849, 0001822565-2017-00860, 0001822565-2017-00862).

Event description:
Patient reported a left hip revision approximately 9 years post-implantation due to allegations of pain and unspecified bone growth issue. No further information has been reported.